Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for a damaged shelf box label with the incident lot was observed. However, the label is an 'over label' that is applied at the regional distribution center where the product is sold. The manufacturer does not apply this label. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for a damaged label with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a distribution issue and not a manufacturer issue. As a result, bd is reviewing specific areas in the distribution process where the cause of this issue may have originated.

Event description:
It was reported that the bd microtainer contact-activated lancet packaging had incomplete labeling. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microtainer® contact-activated lancet packaging had incomplete labeling. There was no report of exposure, injury, or medical intervention.